Event description:
Immediately after treatment in the upper lip with juvederm ultra plus the pt presented with swelling at treatment site. After the swelling at the lip had subsided, the pt noted a swelling of the lymph nodes. A physician other than the treating physician prescribed antibiotics. Additionally, the pt noted a few pimple-like bumps on the shoulder which were diagnosed as mrsa (the patient's daughter had recently been diagnosed with mrsa on her bottom) for which the physician prescribed bactrim and clindamycin.